Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was placed in a ventilator support, tracheostomy already in place. It was determined that cuff on trach was not holding air and found to have a "ruptured" cuff. The tube was replaced.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the returned unit was contaminated and the cuff body shows that there was a large tear with clean-cut edges on the main cuff body. The slit/tear measures 20mm in length. An attempt made to inflate the returned unit as per the parameters failed. It was reported that the patient was placed in a ventilator support, tracheostomy already in place. It was determined that cuff on trach was not holding air and found to have a ruptured cuff. The tube was replaced. Additional information received: it was stated by the ent physician after this situation occurred and he feels strongly that it was not a product issue, but it was an anatomical issue. That the patient possibly has cartilage or scar tissue that is causing some sort of micro-puncturing to the cuff during insertion and that with air repeatedly being added to the cuff that it eventually was "blown". The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not use any sharp instruments such as forceps or hemostats that would damage the cuff when tapering it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a2,3,4; b5; d4; g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was placed in a ventilator support, tracheostomy already in place. It was determined that cuff on trach was not holding air and found to have a ruptured cuff. The tube was replaced. Additional information received: it was stated by the ent physician after this situation occurred and strongly felt that it was not a product issue, but it was an anatomical issue. That the patient possibly has cartilage or scar tissue that is causing some sort of micro-puncturing to the cuff during insertion and that with air repeatedly being added to the cuff that it eventually was "blown".